Event description:
Drive devilbiss healthcare is the initial importer of the device which is reportedly a rollator. No model number has been provided nor has the unit been returned for evaluation. This report is being tendered in an overabundance of caution. It will be updated with a follow-up should additional data become available. The device 's left gear went out and was repaired. Once repaired a sharp metal protruded from the leg. The gear went out again and the brake was replaced. Four days later the incident happened. End-user exited the shower, grabbed the handle of the rollator, and fell to the floor. The rollator hit her face causing an injury under right eye.